Manufacturer narrative:
The pad-pak was first successfully installed by the user in february 2015 and performed all self-tests up to the 15th march 2015. The device records multiple manual power ups, under 1 minute duration, between the 17th-26th march 2015. No further log entries were recorded. Investigation was unable to replicate or find conclusive evidence of the reported fault. There were no ten minute time manual power ups recorded in the history log. There were 6 manual power ups mainly under 1 minute duration recorded on the 17th march 2015. This may indicate the user was regularly power cycling the device. At no time during testing did the device switch on or display any fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.